Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up and it remained at 00:00. Review of the system log file showed malfunction with the flexvision pc. It was identified that the system took a long time to shut down and never booted up past 00:00. The fse turned off the system and then manually turned it on, the system was working fine. The failure analysis of the flexvision pc confirmed the cause of the failure with the frame grabber card. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.